Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The eccentric lesion was located in the mid to distal right coronary artery (rca). The 20x4.00 veriflex stent would not cross the lesion and it was noted that the "stent proximal part got flared". The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: (B)(6). Describe event or problem: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).